Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to corrupt programming of processor u713 on the distribution node pca. The root cause of the corrupt programming could not be positively identified. No adverse event resulted from the defective electrode belt.